Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The needs a new seat for his fathers wheelchair. He stated it was ripped.